Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information, the cause of the reported slda and tissue injury were unable to be determined. The reported recurrent mr was a cascading event of the reported slda and tissue injury. The reported patient effects of mitral regurgitation and tissue injury, as listed in the mitraclip system instructions for use, are known possible complications associated with mitraclip procedures. The reported surgical intervention and hospitalization were results of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
It was reported that on (B)(6) 2024, a mitraclip procedure was performed to treat functional mitral regurgitation (mr) with a grade of 3-4. A mitraclip xtw was implanted, reducing the mr to a grade of 1. On (B)(6) 2024, a transthoracic echocardiogram (tte) was performed and revealed that a tear in the posterior mitral leaflet (pml) occurred, and that the clip had detached from the pml and remained attached to the anterior mitral leaflet (single leaflet device attachment/slda), causing mr to increase to a grade of 3-4. On (B)(6) 2024, the patient returned to hospital and underwent a mitral valve replacement. The patient was reported to be stable.